Event description:
On 16 june 2006, syncardia systems, inc. Became aware of a possible malfunction of a css console as a result of a review of console servicing records received from syncardia's service rep located in another country, which were translated from german into english. An entry dated 2004 in the console servicing records for console stated "red led is constantly glowing." The activity chart in the servicing records for 2004 stated "new battery alarm module installed." Following completion of the repair activities, the service rep conducted a successful console checkout procedure in 2005 and the console was returned to the customer for use. The review of the service records and complaints for this console indicated no recurrence of this alleged malfunction. Syncardia has been unable to obtain any add'l info regarding this event. A review of complaint and service records from q4 2004 through may 2006 did not indicate a trend or other pattern for the reported malfunction. Syncardia is closing this file.